Event description:
Customer reported leaking set during an infusion of acyclovir. A hole was noticed at the silicone segment just below the upper fitment. The tubing was changed out. No pt harm reported. No further event/pt info was available.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of tubing leaked and hole noticed at silicone segment was confirmed. The cause of the leak was due to tear on the top of the silicone tubing near the upper fitment. The root cause for the reported issue was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build of this set model# for the failure mode reported.